Manufacturer narrative:
No product is being returned for analysis. (B)(4).

Event description:
User facility report # mw5037429 received indicates the following: blade broke off during arthroscopy inside patient¿s hip. Arthroscopic removal of the broken blade proved unsuccessful. Consent obtained for procedure to be converted to an open procedure. Procedure converted and the surgeon retrieved the broken blade.

Manufacturer narrative:
An evaluation was performed by smith & nephew and could confirm the customer complaint for the beaver blade breaking. A visual inspection was performed and showed the blade has been used in the field. The blade is broken in two pieces. Update evaluation codes. (B)(4).